Manufacturer narrative:
Product investigation summary: one of each of the following device(s) was received: driving cap (part # 03.010.523 / lot # 8751011 / mfg. Date: 04/2014), driving cap (part # 03.010.523 / lot # 8751016 / mfg. Date: 02/2014). The returned devices show signs of regular use during their lifespans. The distal threaded portions of the driving caps have sheared off and are stuck in each aiming arm. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The associated drawing for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and tibial nail implantations and proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent insertion of a femoral nail on (B)(6) 2014. During the procedure, the driving cap became incarcerated in the canal. While striking the driving cap, it broke in the insertion handle due to the large thickness of the femoral cortex. This event occurred again with a different driving cap and insertion handle. There was no patient harm and no delay in surgery. The assemblies were disassembled and the femoral nail was inserted successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A nonconformance report was generated during production for damaged threads in six pieces. A design change order (dco) was implemented with release of this lot. This dco documents how "the acceptable hardness range on article 03.010.523 has been changed. This change is a corrective action to make sure the material hardness at the thread is sufficient. Additionally the hardness measuring point was changed so that a vickers hardness test can be performed on the part. The relevant production documents will also be updated to reflect the change in the drawing." Relevance of the ncr to complaint condition cannot be determined until the product is returned for investigation. Review of the device history records showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.